Manufacturer narrative:
(B)(4). Device UDI. Lot: 13249544, (B)(4).

Event description:
On (B)(6) 2016, the patient underwent emergent endovascular repair of an acute aneurysm rupture using conformable gore&#59412;tag&#59412;thoracic endoprostheses(tgu343420j/13249544, tgu454520j/14718483). A total debranch procedure with an artificial blood vessel was performed. The artificial blood vessel was implanted at ascending aorta. Tgu343420j/13249544 was implanted from descending aorta and tgu454520j/14718483 was additionally implanted proximal to ascending aorta. No endoleak was reported. The patient tolerated the procedure and transported to the ICU. Excessive blood was aspirated by thoracic drainage. A respiratory failure and a blood-pressure decreased were reported. On (B)(6) 2016, the patient passed away. The acute aneurysm rupture was located at left common carotid artery. The physician commented that the stentgraft was properly sealed and there was no abnormality in stentgraft. There was no endleak. A backward flow to the aneurysm from some side branches might be occurred, but the cause was not identified. Given the patient condition, the family would not want further medical treatment. No further information was obtained.

Manufacturer narrative:
The event was not associated with gore device and the procedure, but associated with a pre-existing rupture, wherefore medwatch (B)(4) report previously submitted, are hereby retracted.